Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery and controller ac adapter were not received for evaluation. Log file analysis revealed that the controller in use during the reported event, con409177, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log file revealed a premature power switching event that was due to a momentary disconnection involving (B)(6) and a power adapter. As a result, the reported event was confirmed. The associated battery had been lubricated prior to release. There is no evidence that the lubrication servicing was performed on cac031098. The most likely root cause of the reported event can be attributed to a momentary disconnection due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, cac031098 falls within the bounds of this CAPA. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial #: bat857665 UDI #: (B)(4). Device evaluated: no. Mfg date: 23-jun-2020 labeled for single use: no. (B)(4). Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cac adapter and battery exhibited power switching. The cac adapter and battery were exchanged. No patient c omplications have been reported as a result of this event.